Manufacturer narrative:
H3, h6: no conclusion can be drawn as the product was not returned for evaluation.

Event description:
Pt had an adverse reaction with an accumulation of fluid at implant site as a result of using norian product.